Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log file was reviewed following the patient replacement of the mobile power unit (mpu) batteries and the reported backup battery fault alarm. The backup battery fault alarm is addressed via the system controller investigation. The submitted log file contained approximately 25 hours of data (03jan2021 ¿ 04jan2021 per the timestamp). The log file did not capture any atypical alarms related to the mpu. The pump maintained a speed above the low speed limit through the events of the log file. Multiple attempts were made to obtain additional information (including the mpu serial number, if there were any issues with the mpu, and the reason for the patient replacing the mpu batteries); however, no response was received. The root cause of the reported event could not be conclusively determined though this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the mpu. The heartmate 3 patient handbook and the heartmate 3 instructions for use (IFU) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the mobile power unit (mpu) could not be reviewed as the serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a backup battery fault. The backup battery in the controller was stating it is 22 months out. The patient changed the batteries in the mobile power unit. The log file noted low flow events and an emergency backup battery (ebb) fault on (B)(6) 2021. The ebb fault was due to the ebb failing the load test. The site was contacted in an attempt to clarify why the mpu batteries were exchanged, but no additional information was provided.